Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms for the last year. No noise was observed however, the threshold measurements have risen a bit. Technical services (ts) recommended troubleshooting options with the health care professional (hcp). This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms for the last year. No noise was observed however, the threshold measurements have risen a bit. Technical services (ts) recommended troubleshooting options with the health care professional (hcp). This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was explanted due to a product performance issue. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.